Event description:
Reporter has recognized errors in radionuclide ventriculograms -rnvg's. Also known as muga's- obtained on the ge medical systems millennium vg camera, these errors were reported to MFR. The error appears to result in falsely low estimations of the left ventricular ejection fraction -ef-. The error presented intermittently and unpredictably. The size of the error appears to be variable. It was neither identified nor corrected by quality control measures that met or exceeded those recommended by the MFR. The error appears to have corrupted the acquired data, causing the visual analysis of the acquired gated images to appear consistent with the falsely low ef values. It appears that studies demonstrating the error can be recognized by a characteristically aberrant left ventricular time-activity curve. These erroneous test results could detrimentally affect pt management.